Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor was broken inside the serter. It was reported that the nurse caused the break. The customer's blood glucose level was reported to be 77.4mg/dl. It was reported that the sensor would be replaced. No further information provided.